Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4) the device not returned. Further investigation is not possible without the return of the device

Event description:
It was reported, during an implant procedure, the physician was unable to connect the ventricular lead into the implantable pulse generator. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.